Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failure. Error 48242 was confirmed in the system log (illuminator lamp is over temperature). The illuminator was installed into a printed circuit assembly (pca) test system. The system started up with errors 48238 (illuminator communications error) and 48208 (illuminator has reached 10,000 hours of use). Additionally, the illuminator failed the white balance test. The root cause was determined to be a component failure.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer encountered error 48242 twice. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that there was nothing blocking the airflow of the illuminator ventilation. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up with the site and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The customer was able to recover from the fault and completed the procedure successfully.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse reviewed the system log and identified error 48242. The 48242 error was pointing to an over temperature issue with the illuminator lamp. The fse checked the illuminator and confirmed that there was nothing blocking the illuminator ventilation. The fse also cleaned the illuminator ventilation panels. The fse noted that the 48242 error did not occur during the site visit. The fse replaced the illuminator to resolve the reported problem. The system was tested and verified as ready for use. The system was tested and verified as ready for use. Isi has requested the illuminator for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a simple prostatectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the site encountered the recoverable 48242 error on the illuminator during a da vinci-assisted simple prostatectomy surgical procedure. An isi fse confirmed the 48242 error in the system log and cleaned the illuminator ventilation panels. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.